Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Pfs and medical records received. This complaint is legal. Pfs alleges pain and loss of mobility. No revision date has been provided at this time. The primary operative note indicated a fracture occurred while implanting the cup. The patient also had a poly liner implanted and not a metal so all implants are being reported for pain as they cannot be excluded as the cause of pain.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records were reviewed and found the complaint is not likely to be device related. No conclusions can be drawn with the information made available. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
There were no new allegation and revision reported. Updated patient's identifier. Added patient's age and lawyer in the associated contact.